Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error and the bolus amounts continue to increase on the display screen. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 217 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. The device had cracked case at display window corner.